Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified higher scan results in comparison unspecified readings on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not report any symptoms and only "ate anything" because of the low glucose reading. The customer was then rushed to a hospital and received unspecified medical treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.